Event description:
The customer reported that while the unit was in use on a pt the pump became noisy. The noise continued approximately ten minuetes and returned to normal. The unit remained functional during the incident. Therapy was continued. No pt injury was reported.